Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that one needle breakage occurring in the patient's eye, posing a serious safety hazard before surgery for cataract surgery without intraocular lens implant. The surgery details were unknown. No patient impact reported.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6. And h.11. Two opened phacoemulsification tips (1 broken) in a zip top bag was received. The returned samples were visually inspected and were both found to be non-conforming. Sample one was broken in two pieces at the cone to cannula transition area with the breakage very jagged. The wall thickness was observed to be even. Sample two was broken at the cannula area above the ab (aspiration bypass) hole. Cracks in the cannula at the ab hole were also observed and the wall thickness was even. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached were reviewed by the manufacturing site. Photo 1 shows two broken phacoemulsification tips, one broken at the cone to cannula transition and 1 broken at the ab hole. Photo 2 shows a cord and the phacoemulsification tip broken at the ab hole. Reported issue is confirmed from the photo review. The complaint evaluation and photo confirms the phacoemulsification tips were broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that one needle breakage occurring in the patient's eye, posing a serious safety hazard during cataract surgery without intraocular lens implant.